Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-08792. It was reported the patient received inadequate pain coverage and stimulation in the incorrect body location. The lead was explanted and replaced by a new lead. During the procedure, the lead was pulled out of the ipg without loosening the screw completely and the lead electrodes were stuck in the ipg channel. The ipg was explanted and replaced by a new ipg. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.